Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited inappropriate therapy with pacing inhibition due to oversensing of noise.